Manufacturer narrative:
The reported failure of fco81 pretesting is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h3534950244c5 review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy ev300, USA device was returned to a service center for evaluation. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed failed fco081 pretest and the 3-way solenoid valve and aecm proportional valve were replaced to address the failed pretest. All performance verification tests and complete preventative maintenance were performed; all of which passed.